Manufacturer narrative:
No samples were received for investigation of pr 8995182, in which the customer observed breakage from inline filter. The product in use at the time is reported to be a 10010454-0006 from lot 07613203019859, however please note the lot number provided does not relate to the manufacturing site of the 10010454-0006 product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, however the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No new information was received. Alaris system infusion set disconnection. Please see risk man note re breakage of 0.2 micron filter line during infusion inflixomab. Product not retained for review. Episode occurred today.

Event description:
It was reported that bd alaris system infusion set disconnection. The following information was received by the initial reporter with the verbatim: please see risk man note re breakage of 0.2 micron filter line during infusion inflixomab.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.